Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g5® mobile continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.

Manufacturer narrative:
(B)(4).

Event description:
Three sensors were returned for evaluation; however, it cannot be determined if these devices are the device at fault. A visual inspection was performed on the sensor (serial # (B)(4)/ lot # 5215263) and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined. A visual inspection was performed on the sensor (serial # (B)(4)/ lot # 5215242) and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined. A visual inspection was performed on the sensor (serial # (B)(4)/ lot # 5215263) and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.